Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call of receiving assistance programming insulin pump based on old pump information. Caller reported that both pumps were giving different active insulin information. Customer's blood glucose was 423 mg/dl. During troubleshooting, it was found that the time was not programmed in the new insulin pump. Caller declined troubleshooting for high blood glucose.